Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next link 2.4 meter and contour next test strips from lot # 8lped12b, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next link 2.4 meter (serial # (B)(6)) and no manufacturing anomalies were found.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(6) reported that the customer obtained blood glucose readings of 17.2 mmol/l and 4.7 mmol/l within two minutes on a contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.